Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tested the temporary pacing electrode to see if balloon would inflate before use and it did not.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used temporary pacing electrode catheter. Visual inspection of the sample noted no visual defects noted using the returned syringe inflated the balloon with 1.5cc air without difficulty. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tested the temporary pacing electrode to see if balloon would inflate before use and it did not.